Event description:
It was reported that the 12 amp breaker tipped during the cleaning cycle. No patient involvement. Ref.: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet service technician investigated the device and replaced the defective 12 amp breaker. The device passed functional and safety testing according to specifications. The device was returned to service. A supplemental medwatch will be submitted if additional information becomes available.